Manufacturer narrative:
H6: investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience (CAPA)1379444.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: failure of valve at injection port resulting in back flow or blood out of patient and cannula. Complaint I have sent to supply chain regarding a bd 16g grey IV cannula which had a failure of a valve in the injection port mid case. This resulted in back flow of blood, fluid and medication out of the patient. A datix was completed which is 74320. As far as I am aware, this is the only recorded incident, but I have been told of two others of the same situation which were not recorded. I have emailed staff to be aware. The patient was not harmed in this incident as the blood loss was spotted quickly. This being our first incident of this nature, the cannula involved was discarded at the time so is not available to return.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: failure of valve at injection port resulting in back flow or blood out of patient and cannula. Complaint I have sent to supply chain regarding a bd 16g grey IV cannula which had a failure of a valve in the injection port mid case. This resulted in back flow of blood, fluid and medication out of the patient. A datix was completed which is (B)(4). As far as I am aware, this is the only recorded incident, but I have been told of two others of the same situation which were not recorded. I have emailed staff to be aware. The patient was not harmed in this incident as the blood loss was spotted quickly. This being our first incident of this nature, the cannula involved was discarded at the time so is not available to return.